Event description:
It was reported the patient received the following results within 10 minutes: 45 mg/dl, 204 mg/dl, 32 mg/dl, and 185 mg/dl. On a different day the patient received the following results within 10 minutes: 104 mg/dl and 278 mg/dl.